Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a pneumatic block. The device was replaced. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.